Event description:
Boston scientific received information that this device exhibited an elective replacement indicator (eri). The device battery was exhibiting an extended charge time of greater than 20 seconds. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.